Manufacturer narrative:
It is unknown whether the patient was admitted to the hospital. The cage remains in the patient, and the cause of their pain is unknown. The identifying lot number was not provided and could not be confirmed. If additional information is provided, a supplemental report will be filed accordingly.

Event description:
On (B)(6) 2024, the patient had a spinal procedure in which an expandable interbody cage was placed at the l3-l4. Approximately 2.5 months post-surgery, the patient presented to the hospital with pain and concerns about a possible collapse of the cage. Imaging results were inconclusive. No revision surgery is planned at this time, and the surgeon will continue to monitor the patient's condition.

Manufacturer narrative:
Additional information: b5. The pain the patient experienced was unrelated to the device failure. It was during this visit that x-rays were performed, which showed a possible collapse of the implant. Corrected information: h6. Health effect - impact code: remove 4648, add 2199. Medical device component code: remove 2993, add 3189.

Manufacturer narrative:
H7. Recall. H9. Z-1065-2025.